Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection of insulin was delivered to address bg. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Subsequently, customer went to the emergency room (ER) on (B)(6) 2025 with moderate ketones and elevated blood glucose (bg) level that ranged from 572 mg/dl to a bg level displayed as ¿high¿; however, a specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
B5, b2 (other serious to no, required intervention to yes), h1, h6 (remove 2199 and 4582, add 1905,1503, 4614) b5, b2 (other serious to no, required intervention to yes), h1, h6 (remove 2199 and 4582, add 1905,1503, 4614).